Event description:
Imp # (B)(4).

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. The device evaluation confirmed the reported external battery losing connection with the device. Inspection found the external battery power plugs pins were physically damaged. Based on the investigation results, the reported complaint was due to the damaged external battery plug which resulted in the electrical connection failure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The external battery was sent to the resmed technical services in (B)(4) for investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).